Event description:
Device malfunction: suture pulled out of artery (device #3). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a proglide device after an unspecified procedure. Reportedly, when the device was removed, the suture pulled out of the artery. A second and third proglide device were used with the same results. Hemostasis was achieved using a starclose device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Device #1 -proglide (part # 12673-05; lot # 77030-6h) and device #2 - proglide (part # 12673-05; lot# 77030-6h), are being filed under a medwatch report # 2953144-2009-01143 (device # 1) and medwatch report # 2953144-2009-0144 (device # 2).